Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol's MDR decision and the initial decision not to report the event is being revised to reflect updated company procedures. It was reported that during an open ventral hernia repair procedure, the surgeon went to place a ventralex hernia patch, into the patient and the mesh disintegrated/fell apart. Another similar device with same lot number was used with no reported impact to the patient or procedure. The sample returned was received with the pdo ring and containment sleeve completely detached from the mesh. The pdo ring itself was intact and totally encapsulated within the containment sleeve with loose monofilaments seen inside the mesh pocket. A review of the returned sample, based on the appearance, it is highly likely to have been cut since no rough edges were noted and overall length of the strap was significantly shorter. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Proper controls are in place for correct product manufacturing, handling and inspection. There have been no other complaints of any type for the product line. Thus, it cannot be dismissed the possibility of discrepancy being caused by end user technique or use environment during attempt of placement.

Event description:
It was reported that when the surgeon attempted to place the mesh and states the product "disintegrated" during deployment. The procedure was completed without incident with another bard ventralex hernia patch (same lot number), with no patient harm or delays in the procedure.